Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt1884 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that a proven a PICC fractured when they were turning a patient. Additional information received: it was reported line fractured while patient being turned on side; line accidently tugged. Catheter had been secured with a statlock. PICC was removed and new line placed. Caused additional procedure time for patient and care team. Customer reported no harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed. One 5 fr triple lumen powerpicc provena solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The white luer hub of the catheter was observed to be completely detached from the extension tubing. A microscopic observation revealed the break site of the extension tubing was just within the distal end of the luer hub. The fracture surfaces were observed to be rough, but mostly flat with some beach marks and plastic deformation. Some whitening and thinning of the extension tubing was observed in some sections of the fracture surfaces, suggesting a tensile break. The observed features of the fracture surfaces, as well as the description of the reported event indicate the extension leg tubing was likely broken due to excessive tensile (pulling) forces.

Event description:
It was reported by the customer that a provena PICC fractured when they were turning a patient. Additional information received: it was reported line fractured while patient being turned on side; line accidently tugged. Catheter had been secured with a statlock. PICC was removed and new line placed. Caused additional procedure time for patient and care team. Customer reported no harm to the patient.